Event description:
The connectors on the bottom of the device are melted. Cleans with cavicide wipes. Last date cleaned not provided. No injury reported. Requested return of suspect device and replacement was sent.